Event description:
It was reported that the right ventricular lead was not capturing, on the day following implant. It was also reported that the atrial lead had moved. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.